Event description:
It was reported that the nurse noticed a pool of water under the arctic sun device, the device was then removed from the patient and therapy stopped. No other device was available to continue to cool the patient. Unable to ascertain where the leak was coming from. To be returned to tech services for repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The nurse noticed a pool of water under the arctic sun device, the device was then removed from the patient and therapy stopped. No other device was available to continue to cool the patient. Unable to ascertain where the leak was coming from. To be returned to tech services for repair. Per follow up information received via mail on 15may2025, unit was being returned. Not aware of any issues with unit. It was being returned to the loaner pool. Per follow up information received via mail on 15may2025, complaint has been submitted through sfdc. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product a DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Corrections: b, g, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noticed a pool of water under the arctic sun device, the device was then removed from the patient and therapy stopped. No other device was available to continue to cool the patient. Unable to ascertain where the leak was coming from. To be returned to tech services for repair. Per follow up information received via mail on 15may2025, unit was being returned. Not aware of any issues with unit. It was being returned to the loaner pool. Per follow up information received via mail on 15may2025, complaint has been submitted through sfdc.